Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced. The system was tested and operates as intended.

Event description:
The customer reported the 9900 system x-ray unit was disabled. No patient injury was reported.